Event description:
They don't work and I want to return them. They won't refund my money because it's past the 45 day return policy. It's been 64 days. There is one phone number for support. They don't make it easy to contact them. They are very complicated to use. I have the hearing aids before this latest pro 2 series and I am using them not the new ones. I feel they take advantage of seniors by not making it easy to return the hearing aids. Also, I was going to join a facebook chat room for audien and it says membership is subject to approval, so if you want to make a negative report you can't.